Event description:
As surgeon was attempting to implant the device by impacting the inserter to which the device was attached, the device cracked. The surgeon performed additional work on the implant site to accommodate the device, then implanted another device of the same kind without any difficulty. The incident reportedly extended the surgery only about two minutes. The pt was reportedly doing fine following the surgery.